Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. After reviewing the first patient registration used for navigation, it was found that the quality was very poor and there were significant shifts along the cranial-caudal axis between the intra-operative fluoroscopic images and the pre-operative CT scan. These shifts can happen if there is a shift in the position or the patient reference array, or if images were taken with inconsistent position of the c-arm. The second patient registration also contained shifts. The user is able to review patient registration for alignment before continuing with the case and perform a landmark check to verify registration integrity after registering the patient. In this case, there was excessive force applied on all levels. This excessive force can often lead to shifts in patient anatomy and degradation of the patient registration. The application provides a meter that measures the force applied on tools and alerts the user after it reaches a limit. There was no impact to the case. The screws were repositions intra-operatively with no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
Two screws misplaced while using the robot in a single position lateral while using the preop workflow. The original merge looked good with no shift, and first 2 screws, on the side away from the bed, went perfect and according to plan, both receiving checks. The bottom screws, closest to the bed, did not. Dr. (B)(6) had to forcibly push through a lot of muscle and tissue with both of the bottom screws, with one receiving a check and one not. However, the navigation indicated that both screws would be close to plan. After taking xrays for the lateral, it was clear that the bottom screws were both high and out of the pedicle. We removed both screws, did a new merge (again with no shift), and attempted to place the screws. We used lateral xray to confirm navigation was accurate. When we took an ap xray, one screw was again shown to be high and outside of the pedicle. We decided to use a jamshidi and kwire to put in the last screw as the navigation and robot seemed to not be accurate. It is important to note that this patient was 340 pounds and a power lifter. The tulips of creo mis were not visible outside of the patient and the end effector was 1-2 inches inside of the patient in order to get robotic instruments on plane and on bone.